Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported "issues with e-200" were confirmed (in artemis, system errors 25917 and 32127 were found on the reported date) but could not be replicated. The e-200 underwent visual inspection, and no issues were observed. The unit was then installed onto a known-good system and powered on without any problems. It passed both system drive testing and fixture testing (fs2 and fs3). Based on these findings, the unit is functioning as designed, and the root cause of the reported issue could not be determined.

Event description:
It was reported that the or staff called in after the procedure to report that they had to finish the procedure with the backup e-200 after the primary unit experienced issues. The caller stated that the screen went blank and a retry message appeared, but the surgeon chose to switch to the backup unit to complete the procedure. The technical support engineer verified that there were esu-related errors in the logs. The customer plans to continue using the system with the backup e-200.